Manufacturer narrative:
Follow-up #1; date of submission: 09/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/12/2015 with the following findings: the reported keypad responsiveness issue could not be adequately investigated due to a failure of the pump to power on; no conclusions could be determined in regards to the reported keypad responsiveness issue. The battery compartment was observed to be cracked in the area below the grip pad. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the pump case per the instructions for use (IFU), was used during the analysis. Visual inspection revealed that the keypad cover was intact and free of damage. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The pump failed a leak test due to a display lens leak; this device failure caused the power issue. The pump case was removed, and evidence of moisture damage was found on internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all of the keypad buttons were under-responsive. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. Allegedly, an under-delivery of insulin occurred due to the keypad issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.